Event description:
Reporter indicated that the patient underwent generator explant due to "lead discontinuity" on (B)(6) 2012. It was reported that the lead was discarded and will not be returned to manufacturer for analysis. Further follow-up revealed that initially it was reported that the patient was scheduled for prophylactic generator replacement. It is unknown if a lead discontinuity existed prior to the surgery. Attempts to obtain additional information have been unsuccessful to date. The generator was received by device manufacturer for analysis on (B)(6) 2013; however, no generator malfunction is suspected.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further follow-up revealed that the patient did not have the lead replaced. Per the neurologist's office notes from the patient's visit on (B)(6) 2013 following the surgery the patient had only the generator replaced. It was reported that office notes from (B)(6) 2012 indicated that the battery needs immediate replacement; however, no diagnostics were noted at this visit. The generator was analyzed and there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
Explant date, corrected data: further follow-up revealed that the lead was not explanted as previously reported on initial report. Corrected data: the initial report inadvertently reported that the lead was discarded; however, the lead was not explanted.